Event description:
Add'l info rec'd from rptr 12/20/2011: I am 34 days out of major surgery and do not know the prolong prognosis. I still have sore spots I believe are scar tissue, that cause problems with sexual relations. Dr says may or may not clear up, just have to wait and see.

Event description:
Four weeks post implant, attempted sexual intercourse - painful for both parties. Three weeks later, sexual intercourse was still painful. This is causing problems in marriage. Mesh has eroded through vaginal wall. Mesh trimmed in (B)(6) 2010. Now pt has urge incontinence. Erosion suspected. Pt is taking part in a class action law-suit. Pt cannot begin to explain the emotional distressed state this is causing. Pt has no money for surgery and cannot work at this time.